Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the distal blue filaments detached from access sheath. A left atrial appendage (laa) closure procedure was performed. The watchman® access system (was) was positioned in the laa and a 27mm watchman ® laa closure device & delivery system (wds) was advanced. Following a partial recapture, the closure device was not able to be fully deployed to its original shape. A full recapture was performed and the distal parts of the closure device was tied together with some blue filaments from the was. Another was and wds were used to complete the procedure. No patient complications were reported and the patient¿s status is stable.